Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was noted that the device delivered several shocks for arrhythmias due to the patient not taking their medications. It was noted that during replacement surgery the right atrium set screw could not be loosened. Three torque wrenches were broken in the process of trying. The right atrial (ra) lead was explanted and replaced along with the crt-d. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet and a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.